Event description:
The customer reported to olympus that the camera head image was noisy. The issue was found during an unspecified procedure. There was no delay, the patient was not under anesthesia, and the procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: horizontal stripes in the image caused by a faulty cable, the pin at the coupler was missing from the camera cable. The investigation is ongoing and follow up with the user facility is currently being performed for details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note: section e1 state, province, or territory shortened from: (B)(6) autonomous region to: (B)(6), due to character restrictions.

Event description:
The procedure was a therapeutic prostate electric resection surgery; it was completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: b5, d10 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image noise resulted from cable failure. Therefore, the assumption is that a temporary contact failure occurred due to the faulty cable. The event can be [detected/prevented] by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.